Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented remotely. An episode of automatic mode switching was observed. Programming changes were recommended. Patient condition was good.